Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did clips come off of tissue after clips were applied? If clips came off, was there any bleeding? How much bleeding occurred? Was there any leak when clips came off? Did clips fall from jaws of clip applier? What clip applier device (product code) was being used with clips? How was case completed?

Manufacturer narrative:
(B)(4). Additional information: the analysis results confirmed that the lt200 cartridge was received in good visual condition. The cartridge was tested for functionality with test device. Upon functional testing of the device, the instrument loaded, retained and deployed 5 clips as intended. The clips were form as intended and conforming to our manufacturing requirements. Event described could not be confirmed as no device was return for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that when using the ligating clips come off.